Event description:
It was reported that there was patient infection that required a revision surgery. Please note it is currently unable to be confirmed what device caused the infection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was patient infection that required a revision surgery. Please note it is currently unable to be confirmed what device caused the infection.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: infection. Probable root cause: design: wrong raw material or manufacturing agent selected in-process cleaning not effective at removing manufacturing residuals not enough strict controls placed on raw material source and purity. Process: contamination during process. In-process cleaning not performed to spec. Acetate salts, phosphate salts and/or acid residuals above acceptable threshold. Application: contamination of devices. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.